Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Reportedly the customer was able to load a cartridge successfully and was able to resume insulin therapy. However, multiple malfunctions alarms occurred subsequent to the alarm 19. The customer's blood glucose (bg) level was 176 mg/dl. The customer reported that manual injections would be used for alternate insulin therapy.